Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported several instances of the male tip of the tubing breaking into a needleless connector cap. Although the customer uses alcohol impregnated caps, it was reported that in these instances, the male luers had either not been capped at all, or not capped for a significant length of time. They also stated these lines remained connected to the patient at all times as part of their clabsi prevention protocol (i.e. Not connecting and disconnecting.) No patient harm was reported.